Manufacturer narrative:
It was reported that "the patient underwent a 27 mm navitor tavi implant for severe as; the patient existing lvot obstruction. There was no pre-dilation performed. The navitor was implanted at 0 mm; in reviewing the narrative, the pre-release depth is not specified, thus, it is not know if this was the intended depth by the operators. There was mild ai and the operators performed post-dilation with a 24 mm true balloon followed by a 25 mm true balloon after which the valve embolized out of the annulus in to the ascending aorta. The valve was snared and held in position as a sapien s3 26 mm valve was implanted across the annulus. However, the patient developed acute hemodynamic compromise associated with perforation of the aorta which, per imaging report, was caused by the navitor stent struts in the crown of the valve. There was a pericardia fluid collection noted. Pericardiocentesis was performed and blood transfusions given; however, the patient did not survive". A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the received information, the root cause of reported incident "the immediate cause of death was ascending aorta perforation and pericardial tamponade. This was caused by a cascade of events initiated by the embolization of the navitor device which was implanted at a depth of 0. The very shallow implant death and subsequent post-dilation were the primary cause of embolization."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. Patient had a history of hypertrophic left ventricular outflow tract (lvot). A pre-implant balloon valvuloplasty (bvp) was not required. No re-sheathing was required during deployment of the valve. The valve was implanted at 0mm depth. Due to mild paravalvular leak, a post-implant bvp was performed with non-compliant balloons. One balloon was a 24mm non-abbott balloon, and the other was a 25mm non-abbott balloon. After the bvp was performed, the navitor valve completely embolized into the ascending aorta. The valve was snared to be held in position, and a 26mm non-abbott transcatheter valve was implanted via valve-in-valve procedure. The replacement valve worked well, but at this time, the navitor valve stents perforated the aorta. The patient's hemodynamics were uncontrolled, and pressure was down to 35mmhg. After approximately 45 minutes of pericardial tamponade, pericardiocentesis, and blood transfusions administered, the pressure continued to decrease. The last angiogram taken showed a perforation of the ascending aorta at the outer curve by the navitor valve stent struts. The patient died shortly afterwards on the ward.